Event description:
The customer reportedly obtained a 167mg/dl and 59mg/dl, on the accu-chek advantage system within a ten minute timeframe. No reported symptoms. The customer states she was able to treat herself. No treatment reported. No adverse event reported. The customer reports that there are no more strips available for the alleged vial of strips. A request was made for the return of the suspected product, replacement was sent.